Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the rods were broken during reverse logistics audit of returned device at (B)(4). There was no patient involvement and no additional information is available. This report is for one (1) ti straight rod (hex end), 600mm. This is report 3 of 13 for (B)(4).